Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 31-jul-2025. The leakage was in the hub. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi) and insulin pen. Patient also had symptoms like nausea and vomiting. No further information available.